Event description:
Reported "15/41 of our recent batch of enterprise 5000 beds appear to have a faulty backrest actuator which is causing multiple failures. In some cases, the backrest failure appears to cause handset failure (flashing led's) and none of the bed functions work, causing concerns around CPR incidences. The facility feels this incident report demonstrates potential for serious injury and falls in the scope of the EU vigilance system.

Manufacturer narrative:
The report we received from the user facility was that the backrest actuator on 15 out of 41 of our enterprise 5000 bed frames had malfunctioned. This bed model has not been sold in the USA, but the backrest actuator is also used on our enterprise 8000 and 9000 ranges, which have been sold in the USA. No injuries occurred as a result of this incident. The report indicates that the failure of the actuator caused the bed control handsets to "lock-out", indicated by flashing led's on the controls. We are reporting this malfunction because there is a possibility that if this situation arose, and a pt required CPR treatment, then the "normal" electronic CPR function of the bed may not be available. All of our beds are fitted with an additional, manual CPR lever, which does allow the backrest of the bed to be flattened in an emergency, so that CPR treatment can be given. We are currently investigating this issue, and will provide follow-up info as it becomes available.